Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, and email was received from (B)(4) from a distributor reporting a complaint of a string material found at the access site of the introducer after removal from the system that was being used for an abdominal aneurysm procedure. Physician noted a string like material located in the access artery. No updates on patient post surgery. No kinks were noted prior to cleaning of the device, but was noted on the afx sheath after the procedure. Based on the information received from (B)(4), there were no adverse event on the patient.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was able to confirm the received non-damaged introducer with a string like material as reported. The most likely cause of the foreign material within the access artery could not be determined due to lack of medical information surrounding the implant procedure and the subsequent post implant surveillance. The device was received on january 22, 2018 for evaluation and the following components were evaluated by direct observation of physical device: one (1) s17-45 introducer. The evaluation result for the s17-45 did support the reported event of string like material from the access point. The "string" observed from the lumen of the introducer is delamination of the ptfe lining of the introducer sheath. A review of the manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: (adverse event or product problem), (device manufacturer only).

Event description:
On 15 jan 2018, endologix received an email from a distributor in (B)(6) reporting a complaint of a string material found at the access site of the introducer after removal from the delivery system used during an abdominal aneurysm procedure. The sheaths were deployed without any problems, however after the withdrawal of all devices and closure of the access artery, physician noted a string like material on the access artery. The string material was pulled out from the artery and procedure was completed with no adverse event on the patient. There were no updates on patient post surgery. No kinks or damage noted prior to cleaning of the device, but kinking was confirmed on the sheath during cleaning after the procedure.